Manufacturer narrative:
The returned product was tested per ameda engineering protocol to determine whether the allegation of leaking fluid could be confirmed. The returned product was assessed for indications of malfunction or thermal event. The returned product was assessed for functionality and met functional specifications. Dark grey substance, e.g battery acid, was observed inside the battery compartment. Internally, no signs of foreign substance, burning, melting or charring were observed. The returned batteries were observably damaged. Additional testing confirmed that batteries may leak when the upper middle battery is placed incorrectly, with the positive and negative end reversed.

Event description:
Customer contacted ameda, inc. On (B)(6) 2017 to troubleshoot an issue with her purely yours breast pump. While speaking with the parentcare representative she was asked to remove all batteries from the battery compartment of the pump to perform accurate motor testing. Customer had never used the ac adapter to power on her pump; she only used batteries. She reports seeing a large black spot inside the compartment near a damaged battery. It is unknown when the battery became damaged and leaked battery acid inside the compartment. Customer denies any contact with this black fluid therefore no injury/burn occurred.